Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the sonic energy cleaner and found no issues with the equipment. No repairs to the unit were made. The technician observed that the origin of the leak was related to the facility's wall drain. The technician observed that when the sonic cleaner is draining, water does not go through the wall drain quick enough to prevent the water from coming back out through the drain screen assembly. The facility's maintenance staff stated they will have the wall drain repaired, as they observed the drain is approximately 2 inches too high, preventing proper flow of water through the drain. The sonic cleaner was installed in may 2007 and is currently under a steris service contract. The last pm for the unit was performed on (B)(6) 2013 at which time no issues were noted.

Event description:
The user facility reported their amsco sonic energy cleaner was leaking water, causing an injury. A hospital employee was removing instruments from the sonic cleaner to be transferred to the washer when she slipped and fell. The employee had her arm placed in a sling and returned to work with light work duty. The employee has since resumed working with no limitations. Steris made multiple attempts to obtain additional information regarding the injured employee however the user facility will not respond. No procedural delays or cancellations were reported.